Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow block alarm at site. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. No further information available.